Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for issues regarding their right ventricular (rv) lead. Upon review, the rv lead exhibited high pacing impedance as well as elevated capture thresholds. No intervention was performed. The patient experienced no adverse consequences.